Manufacturer narrative:
Product analysis: the product remains implanted; therefore no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that immediately following implant of this transcatheter bioprosthetic aortic valve, moderate paravalvular leak (pvl) was noted. Post-implant balloon aortic valvuloplasty (bav) was performed twice and moderate pvl remained. A second valve was implanted, valve-in-valve, and reduced the pvl to mild. No adverse patient effects were reported.